Event description:
Drive devilbiss is the initial importer of the device which is a s patient lift. This report is in response to mw5091616. We are correcting inaccurate data in the report. Patient was in a lift sling when they moved to the right and fell. He was lethargic. He was taken to the emergency room for tests that were negative. No injury as a result of the fall. The lift is 6 years old. There is no deficiency in the lift or the sling. The mw report notes serious injury which is inaccurate.